Event description:
Patient reported that their meter/lab comparison results were 151 mg/dl (ss) versus 110 mg/dl (hcp), respectively. No symptoms were reported. Pt reportedly was using expired test strips. Pt did not have supplies needed to do control test. Lfs representative reviewed meter calibration, control testing, coding and cleaning. The meter was returned. No harm was alleged.